Event description:
On (B)(6) 2007 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed positive filter tilt and mesenteric perforation. The filter was positioned somewhat more caudally within the inferior vena cava than expected. There was ventral tilting of the filter and multiple struts appeared to protrude approximately three millimeters beyond the lumen.

Event description:
On (B)(6) 2007 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed positive filter tilt and mesenteric perforation. The filter was positioned somewhat more caudally within the inferior vena cava than expected. There was ventral tilting of the filter and multiple struts appeared to protrude approximately three millimeters beyond the lumen.